Manufacturer narrative:
H10: date of death for this patient was not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 08/2021). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that approximately eight months post port placement, the catheter allegedly fracture with extravasation just proximal to the entry point of the catheter. It was further reported that the patient allegedly experienced chest pain in relation to the catheter. Reportedly the patient expired.

Manufacturer narrative:
H10: date of death for this patient was not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. However, medical records were provided for review. The medical records indicate that the catheter was coiled just prior to the entrance to the vein and also that it had a fracture and associated leakage/extravasation of contrast outside of the vein. Therefore, the investigation is confirmed for the reported catheter fracture, coiling, and leakage. This complaint is involved with litigation. At this time, the relationship between the fracture, coiling, and leakage and the reported death is unknown. The definitive root cause of these events could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue a labeling review is not required. H10: d4 (expiry date: 08/2021), g2, g3, h6 (patient, device, method) h11: b3, b5, h6 (result) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately seven months and two days post port placement, the catheter allegedly fracture with extravasation just proximal to the entry point of the catheter. It was further reported that the patient allegedly experienced chest pain in relation to the catheter. Reportedly the patient expired.